Event description:
It was reported that the ilet user experienced hyperglycemia with a peak glucose of 370 mg/dl, attributed to running out of insulin while away from home, and ended the call with glucose trending down to 272 mg/dl. It was noted that that there was no transition to alternative therapy after shutdown, and the situation aligned with high glucose and low/out-of-drug insulin conditions. Symptoms included hyperglycemia and reported sleepiness. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy once ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.